Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
The customer states that the powercross balloon was being used in a diffusely diseased artery in the upper extremity and burst before rated burst pressure around 10-12 atmss. An endoflator was used to inflate the powercross balloon. They removed the balloon over the wire with no pieces remained in the patient. An investigation of the powercross burst was confirmed. The returned powercross exhibited sanguine residue within the inflation lumen and within the balloon chamber.